Manufacturer narrative:
(B)(4). The device history record review for the product hemolok ml clips 6/cart 84/box, lot number 73m1400155 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a clip dropped from the applier and fell into the patient's body. The clip was retrieved. The patient's condition was reported as fine.